Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that the touch screen was intermittently unresponsive when selecting the number 2 on the keypad. The customer would clear the alarm or perform a fill canula to address the occlusions. Customer also changed the infusion set to address the occlusion. Reportedly, the customer uses u-500 insulin. Tandem technical support educated customer on insulin labeling. Customer's blood glucose level was approximately 200 mg/dl. Customer declined to further troubleshoot with tandem technical support.